Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the c-arm was faulty. Customer refused service from philips and wanted to ask third party for repair. No service has been performed by philips since the service quotation was not accepted by the customer. To date, there have been no further reports of this issue. These codes were updated based on investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the c-arm was faulty. The device was in clinical use. No harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.